Event description:
Info received indicates the pump leaked. This is the second pump used on this pt.

Manufacturer narrative:
The device has not yet been returned. A follow up report will be submitted when add'l info is available.